Event description:
It was reported that a pt underwent a sling procedure on an unk date in 2007. The pt experienced complications from approx six months after the procedure until now. The pt underwent surgical removals of mesh in 2008. The pt experienced vaginal extrusion, scarring, mesh erosion with smell, and regular bleeding and discharge. The pt also had cramping, infections including bladder infections with no history of bladder infections prior to the sling procedure, and urinary urgency.

Manufacturer narrative:
Mesh exposure - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.